Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned together with the introducer sheath used. Analysis of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off at proximal 10cm section 29.0cm, 59.0cm, 84.0cm 140.0cm and several other places along the guidewire length. The guidewire was also bend and during functional evaluation resistance was encountered during advancement through a demonstration microcatheter. Also torquing movement was not smooth. The friction and unsmooth movement experienced during functional evaluation were like due to the bend. The cause of the bend on the guidewire could not be definitively determined as this was not reported. The introducer sheath was also examined and ptfe coating was found in the introducer sheath distal end. From the condition of the guidewire it appeared that the introducer sheath had been dragged down the guidewire ptfe. The ptfe coating appeared to be scraped off of the guidewire with the introducer sheath distal end. The hydrophilic coating was examined and no anomalies were observed. Ptfe coating inside the returned/used introducer sheath is indicative that the ptfe coating may have peeled with the introducer sheath (caused by other device). Based on the information available, an assignable cause of operational context was assigned to this event.

Event description:
During procedure, the guidewire was being loaded to the sheath to advance it through the microcatheter when resistance was experienced. It was then observed that the ptfe (polytetrafluoroethylene) coating was coming off the guidewire. There were no reported clinical consequences to the patient due to this event.